Manufacturer narrative:
Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign matter was found inside the device. During preparation of an 100/038 imager ii angiographic catheter, some plastic floccule was flushed out from the device. The procedure was completed with another imager ii angiographic catheter. No patient complications were reported and the patient's status was stable.